Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation with a concurrent surgical procedure of a hysterectomy. The patient underwent mesh removal on (B)(6) 2007 due to mesh erosion, pelvic pain, dyspareunia and chronic infections. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat cystocele, rectocele, vault prolapse, and stress urinary incontinence. It was reported that the patient suffered from painful intercourse, vaginal discharge, trauma from two additional surgeries to revise mesh, psychologically/ emotionally, depression, and a decrease in quality of life and damage to marriage. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05196. The same patient is represented in each medwatch.